Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that after the implant surgery the patient developed neck pain. The patient reported that this pain was not related to the stimulator but the patient felt that the pain was caused by how they were manipulated during the surgery. The patient stated that they had a sensitive neck. Because of this issue, it affected the functionality and usage of the device because they were going through this severe pain issue. The health care professional (hcp) did several tests including a CT scan and a myelogram and that the patient had seen several hcps to help with this issue. The patient decided not to go through with what they recommended because the patient thought it was too risky and could have caused paralysis. The patient reported that the neck pain had improved but it did not take much for it to get aggravated again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.